Event description:
Device has been explanted and replaced.

Event description:
Patient reported, implant rupture. Diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Lot number#: 2967028 can be observed, on the device. Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.